Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on both the right atrial (ra) lead and right ventricular (rv) lead channels which resulted in pacing inhibition for approximately four seconds. Due to the oversensing, the device inappropriately delivered anti-tachycardia pacing (atp). The device recorded two signal artifact monitor (sam) episodes. Boston scientific technical services (ts) discussed tachy mode has been deactivated. Ts discussed the possibility of an MRI or another electromagnetic interference (emi) source as the root cause of the reported allegations. No adverse patient effects were reported. At this time, this device remains in service.